Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the tip cover accessory is returned for evaluation, a follow-up MDR will be submitted. The monopolar curved scissors (mcs) instrument used with the affected tip cover was returned. Engineering's evaluation of the instrument could not locate signs of arcing or charring.

Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with mcs tip cover accessory installed. The instrument and tip cover accessory were removed and replaced. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.